Event description:
It was reported that partial deployment of the stent occurred. Vascular access was gained via contralateral approach. The severely calcified target lesion was predilated with a balloon. A 7x150, 130 cm eluvia drug-eluting vascular stent system was selected to treat for peripheral artery disease (pad). During deployment of the stent, the stent was partially deployed and could not complete deployment. The physician broke open the handle of the delivery system to manually deploy the rest of the stent. The stent remains implanted. There were no patient complications, and the procedure was successfully completed with this device.